Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer reverted to manual injections for diabetes management. On (B)(6) 2016, the customer received multiple cartridge alarm 19's during the load process. There was no impact to the customer's blood glucose level. The customer will use manual injections as alternate insulin therapy.